Event description:
It was reported that there was an air embolism and death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman double curve access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The first device used was a 27mm closure device. This closure device was deployed in the laa but did not meet release criteria. The physician fully recaptured and removed this device from the patient. A new 24mm wds was then used. The closure device was deployed in the laa, and release criteria was then checked. While checking release criteria it was noted that the patient had an air embolism. The patient's blood pressure dropped, and they became hypoxic. The patient did not recover from this event, and they died.